Event description:
Allegedly the surgeon found the rise for metal ion value in the blood at routine medical checkup. So the surgeon performed the revision surgery at (B)(6) 2014.

Manufacturer narrative:
This is the same event as 3010536692-2015-01308.